Event description:
It was reported that the patient's generator couldn't be interrogated at the last appointment. The patient's family reported a significant increase in seizures believed , which was believed by the physician to be due to battery depletion, given the failure to interrogate. However, per the attending company representative, the generator was able to be interrogated successful pre-operatively to generator replacement planned for battery depletion. The generator battery status was 11-25% battery remaining, indicating the generator was still providing the programmed therapy. The patient's generator was replaced prophylactically. Product return is not expected per hospital policy. No further relevant information has been received to date.